Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced 7 infusion set cannula kinked event on (B)(6) 2024. Patient noticed the symptoms within 3 hours of insertion. The infusion set was in use for 1 day. Blood glucose was displayed high. Patient took correction bolus via pump and mdi. Insertion site was upper buttocks and abdomen. Patient regularly rotate site location. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2 h1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.